Event description:
Reporter alleged obtaining an extremely low result that was too low to register which could have been an error message, on a pt using the inform system after the pt was found on the floor. Reporter stated the pt was given an IV, blood was drawn, and other tests too low to register were obtained on the same system. Reporter stated the pt was treated with IV fluids of dextrose 5% and with half the normal saline. Reporter stated that 35 minutes later, the lab reported a result of 1284 mg/dl on their system. Reporter stated the pt was started on an insulin drip and the IV fluid was changed to normal saline. Reporter stated that another unknown high reading was also obtained on the inform system. Reporter stated the pt was discharged 6 days later. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.